Event description:
It was reported that the procedure was to treat a single vessel occlusion of 90% in the mildly calcified, left anterior descending artery. Pre-dilatation was performed on the lesion with a 2.0x8 mm non-abbott balloon catheter, followed by implantation of a 3.5x12 mm multi link vision stent; however, a stent edge dissection was observed. The dissection was treated using another 4.0x12 mm multi link vision stent and good timi flow was noted. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add' devices: guide wire: balance middleweight, inflation: medtronic, guide cath: cordis, sheath: cordis. There was no reported product deficiency. The reported dissection is listed in the vision instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.